Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the b30 error and e216 error occurred due to the defective ccd unit. We could not determine the cause of the defective ccd unit. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the camera was not recognized by the processor ( no image). There was no patient injury reported.

Manufacturer narrative:
The reporter¿s contact, occupation and health profession are unknown at this time. The unit was returned to the regional repair center (rrc) for evaluation. During evaluation a b30 ¿communication error¿ and ¿e216¿ error were observed without an image. An issue was noted the unit¿s buttons and charge-coupled device (ccd). According to the technical evaluation record the most likely cause for the image issue and error codes are due to the internal failure of the ccd. The cause of the ccd failure cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.